Event description:
Allergic reaction and shingles; dexcom sent 5 replacement sensors to me. Never had previous reaction to sensor adhesive. These sensors (3 in total so far) have resulted in allergic reaction that looks like chemical burn on my skin, itchy rash, once sensor wire broke inside of my skin, and in rash area it ended up with shingles on that side of the body. The product also starts to ooze or weep liquid as if water stays in it from showers and sticky substance from under sensor leaks out after several days of wear. FDA safety report ID# (B)(4).